Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous posterior descending of the left circumflex artery (lcx) artery. After the lesion was observed and measured by intravenous ultrasound (ivus), pre-dilatation was performed with a semicon balloon catheter. A 2.25 x 20 synergy drug-eluting stent was advanced, but failed to cross the lesion. The device was removed from the patient's body and the edge of the mounted stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.